Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was short and the pump was powering off. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.